Event description:
Return reason: balloon ruptured while dr infused the contrast medium (data 10cc/sec.). Analysis determined: investigation found that the air lumen in the distal hub and hand-assembled manifold is inadequately sealed and allows lumen interconnection. Balloon is intact and is not ruptured. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Revised mfg procedures have been validated to alleviate all future instances of this occurrence type. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.